Event description:
A nurse called to report that the customer was hospitalized for high bgs. Troubleshooting was performed. The pump passed all the functional testing. The alarm history showed several alarms in different days. Also it was found that the auto off feature was set for twelve hours. It was stated that the customer's family does not want to change the duration or turn it off at this point.